Event description:
The customer reported that the pca administered more than the ordered dose of fentanyl. Programmed settings were: pca 1500 mcg/30ml, pca dose - 50 mcg, lockout 10 min, basal - 0, max 1 hour limit is 300mcg. When the error was detected, the charge nurse and apms nurse were called to review the settings. It is believed by the apms nurse that the pca pump defaulted back to a lower concentration. No pt harm or medical intervention was reported. Although requested, no add'l info was provided.

Manufacturer narrative:
(B)(4). Devices not received, log review only. The customer does not allege a device malfunction, but has requested an event log review. The event logs have been received and the eval is pending. A follow up report will be submitted with investigation results once the eval has been completed.